Event description:
It was reported that during a laparotomy and colectomy, the patient returned in 2009 for an exploratory laparotomy and diverting colostomy for an anastomotic leak and resection of the anastomosis. The patient was discharged in the same month. The device was discarded.ees sales representative indicated the information for this complaint was found when the facilities risk management pulled a report from their database and discovered this had not been reported. Attempts are being made by ees to obtain further information.

Manufacturer narrative:
Date sent: 11/16/2009 as a lot number was not received, a device history review could not be performed.